Manufacturer narrative:
(B)(4). The reported condition was confirmed. The investigation found that during system testing and specifically testing the autobipolar mode, the rf generation did occur automatically when 1070 ohm load was connected. The investigation isolated the failure to the bipolar receptacle and the footswitch board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The bipolar receptacle and the footswitch board were replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The appropriate upgrades were implemented. The returned product was calibrated and testing found the generator functions normally.

Event description:
The customer reported that the staff in the or claimed the ft10 generator self-activated during a case and the only way to stop it was to unplug the bipolar cable from the machine. No patient involvement.